Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited misaligned markers on the surface electrocardiogram. Device data confirmed this is due to a timing issue on the telemetry chip resulting in a higher power telemetry state. The device has been reset and the issue has been resolved. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted, therefore no physical analysis has been completed. Engineering review of the device data determined that between (B)(6) 2021 and (B)(6) 2021, the patient's latitude communicator attempted to establish telemetry with this s-ICD; however, it was unsuccessful. Following this unsuccessful telemetry attempt, an atrial fibrillation (af) episode (with misaligned markers) was stored and the battery voltage began to decline faster-than-expected, indicating the device had entered into a high-power consumption state. The faster-than-expected decline in battery voltage resulted in a bd alert being triggered by the device on (B)(6) 2021. On (B)(6) 2021, the latitude communicator successfully established telemetry with the s-ICD, and the bd alert and stored af episodes were transmitted to the server and a corresponding red alert was triggered on the website. Analysis confirmed that this s-ICD entered an unexpected state following an unsuccessful telemetry connection with the latitude remote communicator. This device behavior is consistent with a rare phenomenon caused by a transient issue within the device's telemetry circuit following an unsuccessful telemetry connection with the latitude remote communicator. When this behavior occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation and record an af episode with misaligned markers. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage) due to more frequent use of the telemetry module and increased firmware execution as the device searches for a successful telemetry connection. This transient behavior was resolved following a successful telemetry connection or a device reset. In this case, a timeout reset was subsequently completed, which resolved the issue.